Event description:
This is not a product complaint, it seemed that the doctor made the incision in the eye too small to accommodate the optic, the lens had touch pt eye, but not fully implant to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in singapore. The lens was found inside at the top of the injector tip. Leading haptic was detached at haptic/optic junction and was not returned. The slider was fully advanced and the rod was advanced partially. Top of injector tip was cracked. Trace of lubricant was found inside the injector tip and on the lens. According to the information, this is not a product complaint. The lens could not be implanted due to the small incision size cut. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Serial no.: (B)(4).

Event description:
This is not a product complaint, it seems that the doctor made the incision in the eye too small to accommodate the optic. The lens had touched the patient's eye, but not fully implanted to be explanted.